Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, blisters, dry skin, drainage, flaky skin, and infection, extended beyond the patch perimeter. The patient was seen by their doctor, and the skin reaction was treated with an unspecified oral antibiotic. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).